Event description:
The patient was referred for generator replacement. The physician documented on a vns programming sheet dated (B)(6) 2015 that the patient was having several mini-seizures. The vns programming settings were not readjusted. Diagnostics were within normal limits, indicating proper device function. The patient had prophylactic generator replacement on (B)(6) 2015. The explant hospital does not return explanted products for analysis per hospital policy. As a result, analysis is unable to be performed. No additional relevant information have been received to date.